Event description:
Intraocular lens removed due to pseudophakic bullous keratopathy which surgeon indicated this was probably related in part to ac iol. Corneal transplant performed at that time. Upon pathological examination, 2mm opaque area noted near conreal periphery. The diagnosis of chronic inflammation and fibrosis was also noted at that time.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, known long term complication of procedure. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.